Event description:
It was reported the device had a clutch error. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Both tamper seals had been removed. The top case was damaged in both front corners and cracked under the plunger tube holder. The right plunger case was also damaged. The error history could not be reviewed as it had been cleared during a system upgrade applied by the customer. The issue was duplicated during the occlusion functional testing. The root cause was attributed to a worn leadscrew, worn clutch spring, and worn right and left clutch halves; the parts are ten years old. The device was not operating as intended as a result of customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced worn leadscrew, clutch spring, right and left clutch halves, cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Replaced damaged power supply insulator. Installed missing plunger case seal. Cleaned, greased, and calibrated. The device passed all functional testing after the completed repairs.